Event description:
The customer reported via phone call that they had a beep anomaly on the insulin pump. Customer stated they changed the reservoir, but the beep anomaly persisted. Troubleshooting found the insulin pump passed a self-test. Customer also reported the reservoir chamber was cracking on the insulin pump. The customer stated the damage was from normal wear and tear. The customer's blood glucose was 100 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.